Manufacturer narrative:
The t:slim pumper user guide states that the auto-off feature can be set up to 24 hours or off. This product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto off alarm during basal delivery. The customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer indicated that there had been no interaction with the pump since dinner the previous night.